Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that during implantation while trialing a ps#6 16mm in the tibia the trial cracked. Caused no delay in surgery.